Event description:
Procedure type: median sternotomy. According to the reporter: procedure: median sternotomy, closure of broncho-pleural fistula. When the surgeon attempted to place the endo gia ultra standard handle with 4.8mm green legacy load in 45mm length across the pulmonary artery and left main stem bronchus, the anvil of the stapler perforated the artery due to the tight operating space. The surgeon stated that due to the tight space of the surgical site, he attempted several placements of the stapler anvil to transect the bronchus and artery, and due to repeated attempts to place the stapler the pulmonary artery ruptured. Surgery delay was more than 30 minutes. Add'l blood loss was reported as more than 250 cc. The surgeon stated that there is not a concern regarding the covidien stapler/products used that day.

Manufacturer narrative:
(B)(4)